Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported the cause of the infection was not determined. Information was confirmed by physician/ account. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient had an infection and was given antibiotics. The patient's ins was explanted as a result. The issue was resolved at the time of this report. No further complications were reported. No additional patient symptoms were reported.